Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stenting procedure performed on (B)(6) 2009 (pt over 18 years). According to the complainant, when the physician attempted to release the stent, resistance was felt. The delivery system was removed from the patient and the physician attempted to release the stent again. However, the guidewire access sleeve was found to be damaged and the stent was unable to be released. The procedure was completed with another of the same device and the same guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.